Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while disconnecting this right ventricular (rv) lead during a routine battery replacement procedure, the lead tip could not be removed, and the lead pulled off and fractured. The lead was surgically abandoned, the lead tip was removed, and a new lead was successfully implanted. No additional adverse patient effects were reported, and the patient was pacer dependent.